Event description:
It was reported to MFR that the physician was receiving an error message stating, "error in establishing communication", when attempting to establish communication with the vns pt's device. Troubleshooting revealed that the hand held was plugged into the wall outlet, which may have been contributing to the communication difficulties. The physician disconnected the call prior to the MFR receiving confirmation that communication was successful. Good faith attempts to obtain add'l info from the physician have been made, but have been unsuccessful to date. The pt did report that stimulation was still perceived, and an estimated battery life calculation was performed with the available programming history revealing that the generator is not likely at end of service.